Manufacturer narrative:
Correction: further review prompted a change in the device analysis results. The change is reflected in this report.

Event description:
A journal article was reviewed. Additionally, there were leads with t-wave oversensing, perforation, insulation "abrasion," "abnormal electrical parameters," and lead dislodgements. There were also reports of infection. The exact status of the leads is unknown. Further follow up did not yet yield any additional information and any additional information pertaining to the cause of death has been requested and not yet received.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device/serial numbers. Patient information is limited due to confidentiality concerns. The date of death is not available at the time of this report; as there is no indication of specific serial number/patient information. The gender of the baseline characteristics is male and the baseline age is (B)(6) years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: failure rate and conductor externalization in the biotronik linox/sorin vigila implantable cardioverter-defibrillator lead. Heart rhythm. 2016;13(5):1075-1082.

Event description:
A journal article was reviewed which contained information regarding implantable tachy leads. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article indicated that there were patient deaths identified. Of note, there is no allegation/relatedness between the lead and the patients' deaths. The article also indicated that there were patients who experienced lead repositioning and leads that were abandoned and/or explanted with no indication of the reason. The exact status of the leads is unknown. Further follow up did not yet yield any additional information and any additional information pertaining to the cause of death has been requested and not yet received.

Event description:
Additional information was obtained through follow up with the author who indicated that there was no information suggesting that this lead was related to any of the patients' deaths nor were there any performance issues related to the deaths. No further information was provided.